Manufacturer narrative:
Additional information: according to the received information intermittent short circuits of unknown origin were detected during in situ measurements. The irc states no fixation method of the implant at implantation. A review of the device history record confirms a device working within specification at the time of manufacturing. The affected channels have been disabled and in situ measurements are stable at the moment, however the patient's progress with the device is unsatisfactory and re-implantation is being considered. A date for explantation has not been made available so far. This is a final report.

Event description:
The patient's progress with the device is unsatisfactory and re-implantation was being considered. Multiple attempts to collect information have been made and at this time it does not appear that a date for re-implantation has been scheduled.

Manufacturer narrative:
According to the received information intermittent short circuits of unknown origin were detected during in situ measurements. A review of the device history record confirms a device working within specification at the time of manufacturing. The affected channels have been disabled and in situ measurements are stable at the moment. The concerned device remains implanted and in use. This is a final report.

Event description:
In situ measurements shows five electrode channels involved in 2 short circuits. As per new information received, the affected channels have been disabled. In-situ measurements are stable now, re-implantation is not considered at the moment.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed affected channels. An accident or trauma is unknown. The channels were disabled and the performance of the patient was monitored on a monthly basis. In (B)(6) 2016 it was reported that the progress of the patient with the device was unsatisfactory and re-implantation was being considered. Despite requested, no further information regarding re-implantation was obtained at that time. The patient was re-implanted on (B)(6) 2016.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements shows five electrode channels involved in 2 short circuits.